Event description:
The reporter tested the customer and obtained a 425 mg/dl and 191 mg/dl blood glucose comparison on the accu-chek advantage system. The reporter states she obtained an additional comparison with blood glucose results 396 mg/dl and 191 mg/dl on the accu-chek advantage system. On both occasions, test results were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.